Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported there was no capture at implant attempt. It was further reported there was an apparent lead fracture. The lead was not implanted and was replaced. The patient's status was reported as "good".